Event description:
Distributor informed us on december 11 that one of our products was involved in a case in which the treated patient sustained a laceration.

Manufacturer narrative:
The device in question was not returned for examination. If the product is being returned and available and has been examined, the relevant findings will be reported within a follow-up report. From our experience, when it comes to slippage, it can generally not be excluded that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."